Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had continued to rewind or prime anomaly. The customer¿s blood glucose was unknown. Customer stated that they were unable to exit the load reservoir process. Customer stated that the received low battery alarm. Customer did not want troubleshooting for load reservoir issue. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Device primed and seated properly when the test reservoir was detected. No prime/fill anomaly noted during testing. Device rewound properly during rewind sequence. No rewind anomaly noted during testing. Device received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Device also received with peeling serial number label.